Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to grasp leaflets and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted one mitraclip was previously implanted, but the patient returned to the hospital due to progression of disease. An xt clip was inserted, and grasping was performed. However, after multiple grasping attempts, the clip was unable to grasp the posterior leaflet. Tissue damage to the posterior leaflet was observed. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.